Manufacturer narrative:
Potential serial numbers: (B)(6), (B)(6). D4 - primary UDI number: partial number correction. H6. Codes: updated. Device evaluation: the customer reported occlusion alarm occurred, self-cleared; infusion continued. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history of the potential serial numbers and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient¿s spouse stated that one of the infusion pumps generated an occlusion alarm during the priming process. The alarm subsequently resolved without intervention, and the device continued to deliver medication without further issues. The primary medication is remodulin, 18ng/kg/min, 1.3 ml/hr infusion was continuous and life-sustaining. Although the patient was involved, the event was resolved without adverse impact. The patient continued therapy for pulmonary arterial hypertension (pah) without interruption.